Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had PICC inserted in october 2022 and then came back to the hospital and PICC was leaking. The PICC was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC for investigation. Signs of use in the form of biological material were observed on the extension lines. Visual inspection revealed the distal extension line contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length measured 16.125", which is within the specifications of 15.625"-16.125" per the coated catheter product drawing. The distal extension line outer diameter measured 0.09420", which is within the specifications of 0.093"-0.097" per distal extension line product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." When the catheter was flushed with a lab inventory water filled syringe, water leaked out of the hole in the distal line. The proximal line flushed as expected. A manual tug test confirmed both the distal and proximal extension lines were secure to their luer hub. A device history record review was performed, and one relevant finding was identified. A non-conformance was initiated for batches: 13c21h2306, 13c21h1544, and 13c21h2343 for the failure mode of extension line luer hub separation in use. The (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the patient had PICC inserted in (B)(6) 2022 and then came back to the hospital and PICC was leaking. The PICC was replaced. No patient harm was reported. The patient's condition is reported as fine.